Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: updated annex code c from c22 appropriate investigation findings term/code not available to annex c 070603-separation problem. Updated annex code g from g07002 appropriate component term/code not available to annex g04095-pad. The probable root cause of the dislodged spring pad is attributed to component susceptibility to damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument stopped working suddenly but after almost the entire resection was completed. The blue rubber part in one of the jaws was a little loose after use but was not loose from the beginning. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a dislodged blue spring pad. The pad is loosely placed on the lower jaw. Additionally, visual inspection found a piece of cut electrode broken from its original location. The piece was not returned. The missing piece measures approximately 0.1105" x 0.2700". The instrument is found to have a dislodged jaw cover. The cover is dislodged on the lower part. The pin is still present. The instrument was found to have the jaw cover torn. The tears measured roughly 0.0660" x 0.1425". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The complaint regarding instrument stopped working suddenly but after almost the entire resection was completed and the blue rubber part in one of the jaws was a little loose after use was confirmed by failure analysis. The probable root cause of a dislodged spring pad is attributed to component failure. The probable cause of a dislodged jaw cover and a torn jaw cover are attributed to conditions during use.